Manufacturer narrative:
The review of the device history record found no related discrepancies. Visual eval found that the product had a broken tip. An engineering investigation has determined that the most likely cause of broken extender sleeves is due to failure to use the provided counter torque tube as indicated in surgical technique available since 2006. The event is attributed to use error.

Event description:
In 2007, the sales rep reported that while inspecting the kit, it was noticed that the extender sleeve seemed to be modified; the tip looked burred. The event did not cause an issue in any surgery. Four months later in 2008, after inspecting the returned extender sleeve, it was identified that the end piece was broken and not modified as previously reported. The malfunction has resulted in an adverse event in the past.